Event description:
Intrusion of scleral buckling element right eye. Currently no severe visual problems but high likelihood retinal detachment or blockage of vision by element right eye. Device not implanted by rptr.